Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units safety disk needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the issue and replaced the safety disk (0202-00-0140) and tidal disk (0202-00-0142). The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).